Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger head was full of contamination. There was force sensor test error in the event history log. The technician performed start-up and inspection. The reported issue was duplicated. The root cause of the reported issue was found to be the plunger head was full of contamination. The technician replaced all parts of the plunger head.

Event description:
It was reported that the force sensor alarm occurred. No patient injury was reported.